Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self-test, sleep current measurement, active current measurement, with specifications. Unit was monitored and no device heating up anomalies noted. History was downloaded successfully using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. ¿battery cycle 4.0 received the low battery alert (104) on 09/12/2025 14:53:00 after more than 7 days at 13.38 days. Battery cycle 3.0 received the low battery alert (104) on 08/29/2025 16:09:00 after more than 7 days at 13.35 days. Battery cycle 2.0 received the low battery alert (104) on 08/16/2025 05:48:00 after more than 7 days at 13.62 days. The pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿ test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and fading serial number label. Device heating up not confirmed during testing. No blank display anomalies noted. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap contact. However, unit confirm damage at battery tube side. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's insulin pump failed to turn back on after the battery went dead, and the metal contact on the battery cap was missing and the battery cap was damaged. The customer reported a blank display on the insulin pump and the battery compartment was overheating. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including advising the customer to inspect the battery cap and compartment, clean the battery cap contacts with a dry cotton swab, and attempt to restart the pump by removing the battery, holding the back button for 60 seconds, and inserting a new fully charged aa battery. Despite these steps, the display did not return, and the issue persisted. The customer was instructed to discontinue pump use, revert to a backup plan as per their healthcare provider's instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.